Event description:
It was reported that the patient alert triggered and high right ventricular impedance was found. Trend data indicated a slight rise in impedance. The lead remains in use and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was one patient alert for out of tolerance sub threshold lead impedance on (B)(4) 2012. The weekly pacing lead impedance trend data shows a gradual increase for minimum and maximum right ventricular (rv) pacing of 976 to 2688 ohms range between (B)(4) 2011 and (B)(4) 2012.